Manufacturer narrative:
(B)(4). Batch: p58p2v. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45b partially fired reload loaded on the device. In addition another ecr45w reload (b) was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. Reload b: ecr45w, p58e67, unfired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch unknown. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the right lobectomy surgery, after fired, noted the staples malformed. Changed the new one to perform firing. Could not fire without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There was no patient consequence reported. No additional information can be provided.